Event description:
It was reported that the patient was seen with high impedance. X-rays were taken and showed no definite discontinuity of vns leads. The patient underwent a full system replacement. Suspect device has not been received by manufacturer to date. X-rays have have not been received by manufacturer to date. No other relevant information has been received to date.